Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the crystalsert injector system. During lens insertion, the capsular bag became damaged which resulted in aborting placement of the crystalens. The crystalens was removed and replaced with a different lens model. The pt's prognosis is excellent.